Manufacturer narrative:
Additional information: h5 - codes updated. Investigation results: the product was not returned. The investigation was based upon trend analysis, batch history review, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nn264z/ as tibial obturator d14mm (aesculap ag reference no. (B)(4)). Nx044/ patella 3-pegs p4 (aesculap ag reference no. (B)(4)). Nx034z/ as vega ps femoral comp. Cemented f6r (aesculap ag reference no. (B)(4)). Nx057z/ as vega ps tibial plateau cemented t4 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx140 - vega ps gliding surface t4/4+ 10mm. According to the complaint description, a surgery to replace the polyethylene component(s) had been planned for (B)(6) 2025 due to instability. The initial implantation had occurred on (B)(6) 2019. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nn264z/ as tibial obturator d14mm (aesculap ag reference no. (B)(4). Nx044/ patella 3-pegs p4 (aesculap ag reference no. (B)(4). Nx034z/ as vega ps femoral comp.cemented f6r (aesculap ag reference no. (B)(4). Nx057z/ as vega ps tibial plateau cemented t4 (aesculap ag reference no. (B)(4).